Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that when loading the cartridge, the pump continued to prime on load cartridge step. The patient was not connected at the time of the load step. This report is being made due to the alleged malfunction of the pump.